Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident remain outstanding. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was clamped and locked on tissue and did not supply any information on how it was removed. Another device was opened and the procedure completed. There was no pt injury.